Event description:
It was reported that this pacemaker exhibited cross talk oversensing of atrial events on the ventricular channel. Technical services (ts) reviewed the event and provided reprogramming options. Ts recommended to continue monitoring. No adverse patient effects were reported. This pacemaker remains in service.